Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis ¿ the position of the cam when valve was received was at setting 3. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined for the issue reported by the customer as the technician could not confirm any functional issues with the valve at the time of investigation. A possible root cause for the ¿obstruction¿ issue reported by the customer could be due to biological debris and protein build up interfering with the device. At the time of investigation, no occlusions were noted.

Event description:
N/a.

Event description:
A physician reported a certas valve (ID (B)(6)) was implanted via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. After the procedure, it was confirmed that the cerebrospinal (csf) fluid was not flowing due to obstruction; therefore, the valve was removed and replaced with another valve on (B)(6) 2024. According to the additional information provided, it is unknown if the patient had any signs and symptoms due to valve obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.